Manufacturer narrative:
Lot numbers # 17m008, 18c038, 18d041, 18e021, 18f042, 18g012, 18h016, and 18h018. Eleven devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, continuous flow was observed from the luer of the devices. A flow rate test was performed, and the flow rate of all returned devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 12 </noe> malfunction events. It was reported that twelve large volume infusors would not flow. Eleven of the events occurred during priming with no patient involvement, and one event occurred during infusion with no patient consequences. No additional information is available.